Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilators display is blank. The unit is powered up, green ac light, but no display. The biomed found a note on the vent that just said the display does not work. When he powers the unit on the display remains blank and the unit has a constant alarm. Not sure if patients were involved or not.